Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the instructions for use found that the implant system requires tension to be distributed through both suture legs to achieve suture lock deployment. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an arthroscopy, the magnum 2 knotless implant anchor's sutures loosened and the surgeon lost tension on the cuff. They had to be manually tie down the cuff. The procedure was completed with a backup device, which was used in a additionally drilled bone hole. A delay of less than or equal to 30 min. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.